Event description:
Pt presented with skin infection at implant site and was treated with antibiotics. Device is still implanted. Cf. Also removed were: selox st 53, MDR 1028232-2007-00368. Cylos dr, MDR 1028232-2007-00365.